Event description:
It was reported that the patient experienced inadequate pain coverage. The patients spinal cord stimulation (scs) system was reprogrammed, however the issue persisted. An x-ray was taken during a non-device related procedure which confirmed lead migration. The patient underwent a revision procedure in which the existing migrated lead was unplugged and left in situ, and a new lead was implanted and plugged into that initial port. No lead was explanted. The patient is recovering without issue.